Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as MFR report #: 6000089-2006-02291;clinical trial. It was reported that 459 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi), stent thrombosis, and target vessel reintervention (tvr). The index procedure identified and treated one, de novo, bifurcated, 70% stenosed 3.0x30mm target lesion of the mid lad (left anterior descending). The lesion was direct stented using two taxus express2 drug eluting stents measuring 3.0x32mm and 3.0x12mm which were post dilated following placement. The bifurcation of the mid lad at the 2nd diagonal branch was a type c bifurcation and was jailed during the placement of the lad stents. The jailing was resolved by performing angioplasty on the 2nd diagonal. The patient was discharged the next day from the ICU on asa and plavix. The patient presented with exertional chest discomfort 459 days following the index procedure. On admission, the patient had an abnormal stress test and st elevations indicating an acute anterior q-wave mi, and a stent thrombosis in the lad confirmed by intravascular ultrasound. The patient was treated with balloon angioplasty and discharged three days later. It was reported that the patient stopped taking plavix one month prior to this event.